Event description:
The olympus representative reported the camera head produced no image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue based on the results of the device investigation, the reported ¿blurry image¿ issue was not reproduced. The root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.